Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15feb2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an error code message of "oxygen not available" occurred on initial testing. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 21jan2019. The data acquisition board was returned to philips for failure analysis. Testing was performed and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.